Manufacturer narrative:
Analysis was performed on the returned device. The reported link separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. E1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link [suture] break was noticed when the needle plunger of the proglide device was removed after deployment. The sutures of two new proglide were successfully pre-placed. The sheath was upsized to a 20f sheath and the taa interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.